Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections; subsequently blood loss was noted. The tubing sets were being used with power injectors to deliver unspecified iodinated contrast media at rates of 3ml to 6ml/second during CT angiography scans. After unspecified lengths of time in use, the option loks disconnected from the pts' catheters and unspecified amounts blood and contrast media leaked. The customer contact reported that the tubing sets were replaced and the scans were completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were discarded.